Manufacturer narrative:
The scope was returned for investigation and the reported failure mode was confirmed. The visual inspection was conducted by eye, with eye loupe to determine the scope has piece of distal tip missing. The functional inspection found the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The probable root causes are damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the distal tip was missing.